Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted into the hospital with severe abdominal pain. The patient was found to have a klebsiella pneumoniae driveline infection. The patient was treated with oral antibiotics, ciprofloxacin and cephalexin, and was administered IV cefepime.

Manufacturer narrative:
(B)(4).